Event description:
Dealer states walking beam and lower link no longer line up when attaching to head tube, causing the entire assembly to bind up and not move. Possible that one or more components has gotten bent or damaged.